Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message during the load process. Reportedly, the cartridge was filled with 150 units of insulin. Subsequently, the customer reported going through the fill tubing process multiple times, and may not have had enough insulin remaining in the cartridge. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery. The customer's blood glucose level was 112 mg/dl.